Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) blood drew back into tubing. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge filed service engineer (fse) evaluated the unit and found blood did not go past safety disk. Pneumatic module and safety disk were contaminated. Fse ordered pneumatic module, returned to replaced module with safety disk. Verified calibration and performed functional checks on machine. Machine pumps on balloon with no alarms. Returned machine to the customer for clinical use.

Event description:
N/a